Event description:
It was reported that during a surgical procedure the physician attempted to utilize an evac 70 xtra plasma wand, however upon plugging the wand into the controller it failed to elicit power. Another evac 70 xtra plasma wand from a different lot was used and again, the wand failed to elicit power. The procedure was completed using a bovie and instrumentation. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available. Reference manufacturers report(s): 9019871-2012-00522.